Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The low battery was identified during evaluation. The cause of the condition was not determined. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. No additional information is available.